Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the hematoma is unknown. Hematoma is a known, inherent risk of surgery. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7050m-90, lot# 2694301, mfd. 10/03/19, exp. 2024-10-03, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7050m-90, lot# 2692121, mfd. 09/09/19, exp. 2024-09-09, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7045m-90, lot# 2692111, mfd. 09/09/19, exp. 2024-09-09, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2020 where three implants were placed. The patient complained of posterior thigh pain after surgery. There was significant swelling. A CT scan showed a hematoma in the buttock/posterior thigh. The patient was admitted to the hospital for observation and pain control. The patient remained hemodynamically stable and did not require transfusion. The patient was discharged to home the next day. The patient has subsequently had resolution of the pain and swelling. The patient has not permanent sequelae or ongoing complaints of pain or altered neurologic function. This is a case of perioperative bleeding resulting in a hematoma. The patient did require additional medical care. There is no evidence of permanent injury. This is a low frequency low severity event.